Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room due to a blood glucose (bg) level or 354-385 mg/dl and trace ketones. The customer was treated with intravenous saline and insulin, and was released from the emergency room with no permanent damage the same day. Reportedly, multiple cartridge alarms occurred during basal delivery with multiple cartridges. The customer reverted to manual insulin injections for continued insulin therapy.